Event description:
It was reported that after the iab was inserted and pumping was in progress, blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There was no pt complications.

Event description:
It was reported that after the iab was inserted and pumping was in progress, blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.